Event description:
Boston scientific received information when technical services (ts) was contacted by our company sales representative (sr) to review of a strip for a patient (now deceased since (B)(6) 2012, from other non-device related causes) who had been implanted with a boston scientific implantable cardioverter defibrillator (ICD) in which oversensing occurred with pauses in pacing. The strip was taken awhile back while the patient was in the hospital. The reason this is now being addressed is because the physician has decided to submit an article based on this issue. The physician was attributing the oversensing to poor right ventricular (rv) lead placement; and did not feel this was related to a device/lead malfunction. He noted that the lead was placed where the coil was above the tri-cuspid valve causing oversensing of p-waves. The physician wanted assistance in determining why there was no atrial sensing during the first pause on the strip, yet atrial sensing was seen later ((B)(4)). Then, in the second pause there was an as/vs of the p-wave why the vs was so short after the as to prevent vs and cross talk. Ts discussed device operation and confirmed the ventricular oversensing from atrial activity. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.